Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in d4 (lot no and exp date) and h4 (mfg. Date).

Manufacturer narrative:
H10: additional information in d4 (lot no).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned with original packaging showing lot 2062206. The needle is in an unloading tool. The capture end of the needle is broken off and was not returned. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the IFU warns that excessive force should not be placed on this instrument. Excessive force can result in failure. It also notes, do not twist, bend, or apply torsional forces to the needle loader. Only apply axial forces. The patient impact beyond the reported is not anticipated as the broken piece was reportedly retrieved from the patient. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site or mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the speedstitch needle tip broke off inside the patient's anatomy, the broken pieces were found with a scope and then removed. Delay greater than 30 minutes was reported. Smith and nephew back-up device was available to complete the surgery. No other complications reported.